Manufacturer narrative:
The device involved in this event will not be returned for evaluation because it was discarded after explanation. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2026 with the implant of an implantation of an afx2 bifurcated stent graft (bsg). During the procedure, the delivery system was advanced into the aorta following sheath placement and contralateral wire retrieval. The operators proceeded to maneuver the prosthesis in order to seat the bsg on the aortic bifurcation, unaware that the guidewire was twisted around the nosecone. As a result, the afx2 bsg graft limbs failed to separate correctly. During the subsequent downward traction, both limbs entered the same common iliac artery. Despite this malpositioning, the main body was deployed. At this stage, it was no longer possible to correct the limb orientation endovascularly. The clinical team had to proceed with emergency surgical conversion to explant the prosthesis. The surgical intervention was successfully completed without further complications. The patient has recovered well and is currently in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made three good faith efforts to retrieve reported adverse event/incident-related medical records and medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was not returned. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility did not respond to requests for this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. It was reported that conversion to open surgery was required due to graft limb malposition caused by guidewire entanglement around the nose cone during implantation. Surgical conversion was successful without further patient complications. This information is based on reported information that the patient recovered well and was in stable condition; however, the patient status has not been independently verified. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
Correction: h6 investigation conclusion codes ¿ remove code 4316.